Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of 522 and 91 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. On another occasion the customer tested and received a reading of 24 mg/dl on one meter and a reading of 137 mg/dl on the other meter. The difference between these readings falls in the "c" zone of the parkes error grid. That difference was also clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. The customer insisted the meter that read 522 and 24 mg/dl be replaced. A new breeze2 meter was sent to the customer. One of her breeze2 meters will be returned for evaluation.